Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was able to confirm the issue. The fse removed the motor controller board and installed a new board but pump would not start and no green light on motor board. The fse checked for the 24v bulk supply to the board and all electrical connections on the complete unit everything was good. Then he removed the main board and installed a exchange board and still pump would not come on. The fse removed the pump from the unit and disassembled, checked all wiring and connections, all looks good, then he reinstalled the pump in unit. The fse removed the datasette and installed a new datasette (0670-00-1186) and tested the unit. Now pump motor starts. The fse removed the customers original board and reinstalled the new motor board. The fse ran the unit on a trainer and test balloon for approx. 1 hour and all works as it should be. The fse performed full calibration, functional testing and safety check to factory specifications; unit passed and was returned to customer and cleared for clinical use.

Event description:
It was reported by the customer that the cs300 intra- aortic balloon pump (iabp) unit power off with long audible sound. The customer tried to power on by using another coiled cable along with monitor but it still not power on. It was not reported under which circumstances the event occurred. However, no patient involvement or adverse event was reported.